Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a "check settings" alert and inquired if everything was fine with insulin pump. Customer's blood glucose was between 200 mg/dl and 300 mg/dl and then blood glucose dropped to 39 mg/dl, which was treated with food. Customer stated that high and blood glucose was not due to insulin pump and then declined further troubleshooting.